Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the reservoir leaked in the device. Customer's blood glucose was 468 mg/dl. Customer mentioned the device was exposed to moisture. Device passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.